Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available

Event description:
The valve was implanted on (B)(6) 2013. Patient had setting 2 before MRI, which was confirmed with certas indicator tool on (B)(6) 2016. Certas valve setting was found changed to 3 after MRI. No x-ray was performed. Patient didn't have any complications. The valve setting was changed with certas adjusting tool back to the setting 2.